Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument jaw broke off and fell inside the patient. Per the reporter, the fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint jaw broke off inside patient was replicated/confirmed. The instrument was found to have a broken blade approximately 0.610" broken off and was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.